Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated. There was no patient impact.

Manufacturer narrative:
Analysis found there was no fault in the device. The customer complaint has not been confirmed. Pre-repair temperature check performed at 60k rpm after 1 minute the front bearing temperature was 80f and the rear bearing temperature was 80f. The ambient temperature was 75f. If information is provided in the future, a supplemental report will be issued.